Event description:
Complainant alleged that while attempting to defibrillate a pt the device was unable to discharge the electrode pads were unable to adhere to the pt's skin. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.